Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection showed that the male luer collar is broken. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the propofol line of a duo-vent clearlink luer activated valve was broken at the distal coupler. This occurred after 6 hours of infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.